Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis manifested by abdominal pain and cloudy effluent. On an unreported date, there was an unspecified fungus growing on the pt's pd catheter which lead to peritonitis. Twenty eight days prior to the receipt of this report, the pt was hospitalized for peritonitis. Treatment for the peritonitis was not reported. On an unknown date during the hospitalization, the pt¿s pd catheter was removed, dianeal therapy was withdrawn, and hemodialysis therapy was initiated. Sixteen days after being admitted, the pt was discharged from the hospital. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h30047 and h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(4) 2014, the patient experienced peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).